Event description:
It was reported that the patient with this pacemaker system visited the hospital due to experiencing symptoms. The pacemaker device was interrogated and found to be exhibiting loss of capture (loc) on this right ventricular (rv) lead. Further review of the daily measurement trend data showed the rv lead also exhibit and abrupt increase in pacing impedances that were high but remained within normal limits. A revision procedure was performed, the rv lead was surgically abandoned, while this pacemaker was explanted. The rv lead and pacemaker were replaced with new lead and device successfully. No additional adverse patient effects were reported.